Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of thrombosis/thrombus, angina and myocardial infarction is listed in the xience skypoint instruction for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). The 3.50x33mm xience skypoint was implanted without issue. Approximately 30 minutes post procedure the patient was in recovery and complained of chest pain and st elevation occurred and st elevated myocardial infarction (stemi) was diagnosed. The patient was taken back to the cath lab where it was noted the xience skypoint stent was completely occluded with thrombosis. A non-abbott stent was implanted and post dilatation was performed as treatment. The patient was stable post intervention. No additional information was provided.